Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had acute pain. The patient had no stimulation sensation. After a reprogramming session, the patient could feel stimulation. About a week ago, the patient stopped feeling the stimulation sensation and did not have pain relief. The patient had not adjusted his stimulation at all, as he felt he had inadequate training. The patient was given additional information regarding the programmer and recharging.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3888-56 lot# va07fkn, implanted: 2013 (B)(6), product type lead product ID 3888-56 lot# va07fkn, implanted: 2013 (B)(6), product type lead product ID 3888-56 lot# va07fkn, implanted: 2013 (B)(6), product type lead product ID 3888-56 lot# va07fkn, implanted: 2013 (B)(6), product type lead product ID 3708220 lot# serial# (B)(4), product type extension product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).